Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to the slow response, which was experienced during evaluation. Evaluation found the device slow to power on upon pressing the on/off key and identified causality as a failed input/output printed circuit board. The failed processor pcb was replaced. (B)(4).

Event description:
During baxter's evaluation of a spectrum pump, the device had a delayed keypad response. There was no patient involvement.